Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms and a stuck button alarm. Customer blood glucose was unknown at the time of incident. Customer stated that the insulin pump received a stuck button alarm while laying on the couch. No stuck button troubleshooting was performed. Customer also reported to have received a multiple pump error alarms. During the troubleshooting, customer stated that insulin pump passed the self test and was able to complete the insulin pump rewind. Customer was advised to monitor and change the entire infusion set. No insulin pump is expected to return for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.